Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported ¿pain, discomfort, rupture (suspected)¿. This record is for the right side. Device remains implanted.

Event description:
Patient reported ¿pain, discomfort, rupture (suspected) ¿. Later patient confirmed that the event of rupture is for the left side only. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.6a.